Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). The following sections could not be completed with the limited information provided.

Event description:
It was reported that, upon insertion of polyethylene liner into the cup, the ring would not collapse around the polyethylene liner correctly to seat into the cup. A second poly liner was opened and it seated properly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices or photos were received; therefore the condition of the devices is unknown. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.